Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Information received from the (B)(6) study. Treatment of an avm (arteriovenous malformation) measuring 1.3cm located at the superficial part of the left cerebrum, s/m grade: 2, eloquent area, hemorrhagic lesion. It was reported that the patient underwent onyx embolization treatment on (B)(6) 2009, in which a total of 1.4ml of one onyx 18 was used and the avm completely disappeared after the treatment; therefore, the excision surgery was not performed. The 6-month follow-up showed the hematoma cavity in which the avm was previously located had changed into a cyst. The 12-month follow-up showed post-treatment change and mild edema. 12-month follow-up showed the edema improving. No injury was reported with the patient as a result of the procedure.